Event description:
The customer was hosptialized with high blood sugar in 2005 and again the next day. There were ketones present during the most recent incident. Troubleshooting indicated the device was functioning properly. Customer is using an infusion set with a longer cannula and may have some scar tissue. Recommended changing the set, rotating the site and trying a new vial of insulin.